Event description:
This report is filed for air leak. Leaks during the procedure have the potential to cause or contribute to air embolism. It was reported that the patient underwent a procedure to treat functional mitral regurgitation of grade 4. The steerable guide catheter (sgc) was prepped per instructions for use and inserted into the patient anatomy. After removal of the dilator, an air leak was noted and was unable to be stopped. The sgc was removed and a new sgc was then used. There was no adverse patient effect and no clinically significant delay. Two mitraclips were then implanted and the mitral regurgitation grade was reduced to 1. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4). The complaint device was returned for evaluation. The reported leak was not confirmed via returned device analysis. The investigation was unable to determine a definitive cause for this incident. Potential causes for sgc leaks were considered, including manufacturing, patient conditions and user technique/procedural conditions. In this case, it is possible that the user technique of de-airing the devices or steps utilized to remove the dilator during the procedure contributed to the reported leak; however, this cannot be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.